Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures. Visual and x-ray inspections of the partial lead did not find any anomalies.